Manufacturer narrative:
Concomitant medical products: 6935m55, lead, implanted on (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds. The lv lead was capped and replaced. No patient compl ications have been reported as a result of this event.